Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 14-aug-2022 to 13- aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it was an issue in the operating system or a keyboard malfunction. A technical support specialist applied knowledge article (B)(4) to resolve the issue. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis anesthesia es systems unexpectedly stopped responding and displayed a blue screen during a scheduled procedure, two drawers were open while the user was signed in. The name of the affected procedure was scheduled le fort I osteotomy with multiple segments and a bilateral sagittal split ramus osteotomy (bssro) of the mandible. The customer stated that there was no patient harm and there was no medication delay since they had access to all non-narcotic medicines and didn't require any narcotics at the time of procedure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that it could be an issue in the operating system 10 kernel or a keyboard malfunction. A technical support specialist applied knowledge article 000011539 "application hang/crash or slow performance - windows 10" to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es systems unexpectedly stopped responding and displayed a blue screen during a scheduled procedure, two drawers were open while the user was signed in. The name of the affected procedure was scheduled le fort I osteotomy with multiple segments and a bilateral sagittal split ramus osteotomy (bssro) of the mandible. The customer stated that there was no patient harm and there was no medication delay since they had access to all non-narcotic medicines and didn't require any narcotics at the time of procedure. There were no adverse events or injuries reported based on this event.